Event description:
The customer reported to baxter (B)(4) regarding the vented pacilitaxel set with clearlink in which the tubing was blocked when docetaxel was administered. The set was then flushed and micron filter then turned opaque and appeared to be disinteracting. A patient was involved, but there is not any patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed white granules in the filter. These are most probably from the filter in which the customer reported that the filter had disintegrated after being blocked. A batch review was performed on the reported lot with no deviations found. The nutrivex filters used on this code are purchased from an external supplier. As a corrective action this complaint was communicated to the supplier and the samples were sent to the supplier. Furthermore, baxter shall keep monitoring these events during quality reviews.